Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break and thrombosis; however the treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic procedure. Reportedly, when sutures were attempted to be harvested on retraction of plunger, a portion of the sutures remained on the device and a portion of the suture was missing. Imaging revealed clotting in the right leg. The patient was sent for surgery where the sutures were found and retrieved from the right leg. Hemostasis was achieved surgically. There was a clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.